Manufacturer narrative:
Batch review performed on 18-02-2025. Lot 2406379: (B)(4) items manufactured and released on 27-05-2024. Expiration date: 2029-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved: batch review performed on 18-02-2025 reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2417033: (B)(4) items manufactured and released on 26-09-2024. Expiration date: 2029-09-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2025, the patient came in reporting pain after falling out of bed that resulted in a loose baseplate. The surgeon revised the metaphysis, liner, baseplate, peripheral screws and glenosphere. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the glenosphere from the liner. The surgeon revised the liner and the surgery was completed successfully.